Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the colombian market on a significantly similar device to "base unit, cardiohelp", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number 701048012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us.

Event description:
The event occurred in colombia during treatment. It was reported that the technical error 0x33291 ¿device defective¿ was displayed. No harm to any person has been reported. On 2025-02-28 the information was received that the cardiohelp was replaced during treatment. As the device was replaced during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the technical error "0x33291 device defective" was displayed during treatment. The cardiohelp was exchanged. No harm to any person has been reported. As the device was replaced during treatment, which is a potential risk for the patient a report is required. According to the service and sales unit the sensor panel was quoted to the customer. The customer decided not to repair the device at the moment. The device is out of service and no longer cleared for clinical use. The log files of the reported cardiohelp device were reviewed and the error message "0x33291 device defective" could be confirmed several times on (B)(6) 2025. The service and sales unit confirmed that there were white stains on the sensor board. This problem was investigated in detail within an electronic change request to determine the basic cause of the visually perceptible contamination of the hls-side sockets of the hls cable and to find suitable countermeasures. This investigation is adaptable to all related connectors. As a result, a service bulletin (issue 95 / 21-05-04) was published (B)(6) 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. Due to the age of the device and this component sensor panel, age related aspects can be considered as well ((B)(6) 2013). According to the instruction for use (IFU) of the cardiohelp device (chapter ¿high priority¿) it is stated that this error message inform the user of an error that require the service to diagnose the fault. The cardiohelp should be exchanged as quickly as possible, if the failure occurs during patient treatment. The perfusion on the cardiohelp should be continually be checked, as well as the monitoring of the patient. Furthermore, in the IFU chapter ¿check before every application¿ it is mentioned that all important functions and this particular error messages of the cardiohelp have to be checked before use. The device was manufactured on 2013-04-01. The review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2013 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "0x33291 device defective" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from (B)(6) 2024 till (B)(6) 2025) the customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if relevant information become available, the complaint will be reopened and further investigation steps will be initiated.

Event description:
Complaint ID# (B)(4).